Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-10417. It was reported the patient presented in the emergency room with decompensated heart failure. Upon interrogation, it was observed the left ventricular lead had high capture thresholds and loss of capture due to dislodgement. It was also noted that the lead was sensing atrial activity. The implantable cardioverter defibrillator showed evidence of a diagnostic anomaly and had not sent an alert via home monitoring, so it went unattended until the patient presented to the emergency room. The left ventricular lead was programmed to be inactive as they are unfit for surgery. The patient was stable.